Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suffered an accident and performed an MRI without putting the ipg inti MRI mode. As such, patient experienced intermittent communication with the ipg post MRI. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg explanted and replaced with new ipg addressing the issue.